Manufacturer narrative:
(B)(4). Unit had cracked battery tube threads, cracked case at the battery tube side and corroded battery tube. Unit passed the displacement test. The test p-cap and reservoir does lock in place in the reservoir compartment.

Event description:
Medtronic received information that damage (physical or cosmetic) occurred. There was an allegation of hyperglycemia as a result of this event.